Manufacturer narrative:
B4: additional information was received and therefore the event description was updated.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a popliteal artery aneurysm (paa) on the left side with several gore® viabahn® endoprostheses with propaten bioactive surface (viabahn-device). It was stated that after the first viabahn-device was implanted successfully it was planned to implant a second viabahn-device more proximal with a 2 cm overlap. Reportedly the viabahn-device was advanced too far distal. Therefore, the physician attempted to pull back the undeployed device together with the used gore® dryseal flex introducer sheath (dsf1233) for a better positioning where resistance was encountered. During that attempt it was realized that the introducer sheath came out of the groin resulting in bleeding. To solve the situation the introducer sheath was put back into the groin. The gore respresentative attending the case confirmed that the suture tab on the introducer sheath designed to prevent the introducer sheath from backing out of the insertion site was not used during the procedure. Reportedly, no hemodynamic impairment occurred and intra-operative transfusion of blood products was not required. It was mentioned that the delivery catheter was stuck in the introducer sheath and it was not possible to retrieve it through the introducer sheath. The groin was opened by incision and the whole system (introducer sheath with viabahn-device) was pulled back. Reportedly, the delivery catheter was cut with scissors and was pulled out of the introducer sheath. Since the introducer sheath seemed intact it was used again and two other viabahn-devices were successfully implanted. The patient tolerated the procedure and the paa was successfully excluded.

Manufacturer narrative:
Revised: b1, h1/h2.

Manufacturer narrative:
Engineering evaluation: the dual lumen was cut in two pieces. Deployment knob attached at the hub. Deployment line extends out of proximal section of cut catheter. 3cm of outer zipper is deployed. 49cm piece of deployment line in proximal section of catheter has thinning near the cut 14cm piece of deployment line attached to endo has 1cm single fiber extending from the end. Outer zipper deployed 3cm from proximal end. Some interaction caused the endo to move distally on the distal shaft, and withdrawal difficulty is consistent with a distally shifted endoprosthesis. Dual lumen is cut. Dual lumen attached to hub is 71 cm. Cut distal section of device, including the endoprosthesis, is 55cm in length. This evaluation supports the reported difficulty removing the device through the introducer sheath. The complaint cannot be directly confirmed during evaluation of the returned device because the device was cut and the procedural conditions present during withdrawal cannot be replicated during evaluation. However, the observation of a distally shifted endoprosthesis is consistent with the reported difficulty during withdrawal. Observations related to the deployment line damage and the outer zipper being deployed 3cm are likely related to physician efforts to remedy the device being stuck in the sheath during removal. The cause of the reported withdrawal difficulty could not be confirmed.

Manufacturer narrative:
Corrected engineering evaluation: the dual lumen was cut in two pieces, deployment knob attached at the hub, deployment line extends out of proximal section of cut catheter, 3cm of outer zipper is deployed, 49cm piece of deployment line in proximal section of catheter has thinning near the cut, 14cm piece of deployment line attached to endo has 1cm single fiber extending from the end, outer zipper deployed 3cm from proximal end, some interaction caused the endo to move distally on the distal shaft, and withdrawal difficulty is consistent with a distally shifted endoprosthesis. Dual lumen is cut, dual lumen attached to hub is 71 cm. Cut distal section of device, including the endoprosthesis, is 55cm in length. This investigation confirms the reported difficulty removing the device through the introducer sheath based on the complaint which is supported by the returned product evaluation. The cause of the reported withdrawal difficulty could not be confirmed.

Manufacturer narrative:
Phr-review: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment for a popliteal artery aneurysm (paa) on the left side with a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn-device). It was stated that initially there was already a device in place and the next step was to place a viabahn-device with 2 cm overlap more proximal. The viabahn-device went in a bit too deep but then when the physician retrieved it a bit there was an issue. It was reported that the dryseal sheath (dsf1233) was drawn backwards too much. The viabahn-device was retrieved up to the proximal part of the sfa and then more issues arose. It was stated that finally an incision in the groin was made and the sheath retrieved. However, the viabahn-device was still inside and got stuck. The device was cut to get the viabahn-device out of the sheath. It was reported that the sheath itself was undamaged and re-used. The next viabahn-devices were inserted without any problems. The paa was excluded and the patient is doing fine so far.